Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: prowater. Guide cath: ebu 375. Stent: xience v 2.25x8. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the obtuse marginal artery, a 2.25 x 8 mm xience stent was deployed and during the first post-dilatation with a nc trek balloon catheter at 12 atmosphere for 30 seconds, slight watermelon seeding distal and proximal was noted. Additionally, the inflation was aborted twice. There was no reported adverse patient effect. Though requested, no additional information was provided.